Manufacturer narrative:
Testing and investigation found multiple s233 (over-temperature-psc) malfunction alarm codes in the device history, but did not duplicate during testing. Further testing noted that the fan was turning slower than expected and the device was warm to touch. The probable cause of the s233 malfunction alarm code was due to the fan not rotating fast enough to keep the ambient temperature from exceeding 70c. The probable cause for the overheating was a damaged negative wire on the fan assembly at the connector. This report represents all the information know by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that, prior to patient use, the device alarmed with high temperature alarm. The device was returned tot he biomedical department from the telemetry unit with an unsigned noted that stated, "high temperature alarm and flashing light." There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, a high temperature alarm was noted in the device history. No additional information was provided.